Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: 010000856, g7 neutral e1 liner 36mm d, 3851335; 00801803602, femoral head sterile product do not resterilize 12/14 taper, 6406803; 00811400200, femoral stem 12/14 neck taper std. Offset size 2 130 mm stem length, 63686640. (B)(6). This device is not cleared for distribution in the us, but is similar to a device cleared under (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09030. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [ remains implanted]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient developed post op chest pain and desaturation ten days post implantation and was treated with clexane. No surgical intervention noted.